Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Similar reports have been received for the reported problem. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 550:320 was confirmed during product evaluation. The root cause of the reported problem was determined to be outdated main batteries. Appropriate action was taken to correct the reported problem by replacing the main batteries and harness. A device history review was performed with no exceptions found during manufacturing. This issue has been escalated to CAPA. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Event description:
The facility reported a colleague infusion pump with failure code 550:320. It is unknown when this event occurred, but occurred in the general pt ward. This event may have interrupted delivery. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.